Event description:
Information was received that this smiths medical cadd exhibited system failure: depleted battery alarm. No reported adverse effects or patient injury.

Manufacturer narrative:
One medfusion pump was received with a cracked right plunger case and battery door. The event history log was reviewed and there was a battery depleted message. The power up process and battery check were conducted. A battery depleted alarm was found at power up, but all the battery reading and charging were within the required specifications. The issue was caused by the customer as the battery was not charged by ac power. The battery operated as intended. The battery was replaced as a preventative measure since it was over 5 years old.